Event description:
It was reported that the ilet device screen cracked after the user rolled over on the device, resulting in a damaged display. Symptoms included no reported adverse clinical effects. Outcomes included a device replacement being arranged with instructions to return the damaged unit. Investigation included complaint handling and coordination for device return and assessment. Investigation of this device revealed physical damage consistent with user-applied mechanical force to the display assembly. It was concluded, based on previously established findings for similar reports, that the cause was user handling resulting in physical damage.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of battery depletion was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.